Manufacturer narrative:
Ae assessor has placed multiple calls to the patient, the patient has not answered, and the patient has not returned the calls. Information was not provided as to what type of infection the patient had and whether it was related to the v-go or diabetes.

Event description:
Patient stated she was hospitalized on (B)(6) 2018 for an infection.